Manufacturer narrative:
The additional vessel closure device referenced with the same reported issue is filed under a separate medwatch report number. (B)(4). The device was not returned for analysis. Reportedly, the pre-close technique was not used. It should be noted the proglide instructions for use (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using two proglide device via 18fr sheath after a stent graft intervention procedure. Reportedly, a cuff miss [suture retrieval issue] occurred, with two proglide devices. An additional proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.